Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the haptic broke and the lens was removed through an enlarged incision. The nurse reported that the pt was not harmed. Additional info has been requested.